Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi65843 was released in a single batch. Lot qty of (B)(4) units were released on 16 jul 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6) 2020, during an unknown procedure, the surgeon performed a revision of an instrumented fusion from t11-l3, and extended the instrumented fusion from t8-l4. The surgeon successfully explanted the original hardware from the pedicles of t11, t12, l2 and l3 bilaterally without incident. He then continued on to implant screws at t12, l2 and l3 utilizing the original screw trajectory and upsizing the diameter of the screw 1mm. They removed an 8.0 x 55mm screw from the l3 pedicle on the patient's left side. The surgeon asked for an 8.0x50mm cf screw to replace the screw he removed 8.0 x 55mm screw as he did not want to oversize the screw in the l3 pedicle. When he inserted the 8.0x50mm cf screw, the surgeon did not feel that the new screw had adequate purchase in the pedicle and subsequently removed the screw. He then requested 1mm upsized screw in diameter, 9x50mm cf screw. The surgeon then inserted the 9x50mm screw into the original screw trajectory using the expedium quick-connect poly driver attached to a ratcheting t-handle. He advanced the screw through the pedicle and felt the purchase was adequate. When the screw was approximately 5-10mm from being fully seated in the pedicle, he felt the screw tightening in the pedicle and it became difficult to continue advancing the screw. On the final turn of the threads, he felt the driver tip give way and there was an audible snap as the t20 hex tip of the driver broke off inside the shank of the screw. The damaged driver/ handle assembly were removed from the field and the broken fragment was removed from the pedicle screw using bayonetted forceps. The scrub technician secured the broken fragment and discarded the piece along with the sharps to ensure the fragment was accounted for. The surgeon continued with the surgery, successfully redirected and implanted new screws bilaterally at the planned levels t8, t9, t10, l4 and t11 in the left pedicle only. He then implanted new 5.5 ti rods bilaterally, set caps and final tightened each set screw using the t-handle torque wrench set to 80lbs with the counter torque sleeve. Dbx, lifenet cancellous bone chip, and local autograft were packed across the fusion site. There was a surgical delay of two (2) minutes. There were fragments generated and removed easily. The procedure was successfully completed. Patient status is unknown. Concomitant device reported: t-handle, ratcheting (part# 299704135, lot# unknown, quantity unknown); 8.0x50mm cf screw (part# 186731850, lot# unknown, quantity unknown); single-inner setscrew (part# 179702000, lot# unknown, quantity unknown). This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4). This (B)(4) captures the intra-op event ( screw tightening in the pedicle and an audible snap as the t20 hex tip of the driver broke off inside the shank of the screw ) while (B)(4) will captures the post-op event ( screws in t11 pulling out from the pedicle approximately 20-30mm due to patient suffered from proximal junction kyphosis).